Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient and the patient's spouse that while trying to send a transmission, the monitor shocked the patient when the antenna was brought up to the device. The patient was advised to stop using the monitor and contact the clinic for a replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the monitor was analyzed and no anomalies were found.